Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "peel away did not tear correctly, the distal tip did not separate, the clinician had to use forceps to remove distal end of sheath from the body of the PICC during the insertion. They were able to remove the peel away and complete the procedure without further incident. This was the 3rd incident related to this same incomplete tearing issue. There was no reported patient harm or consequence." Associated complaints: 9680794-2024-01004, 9680794-2024-01005 and 9680794-2024-01003.

Event description:
It was reported that: "peel away did not tear correctly, the distal tip did not separate, the clinician had to use forceps to remove distal end of sheath from the body of the PICC during the insertion. They were able to remove the peel away and complete the procedure without further incident. This was the 3rd incident related to this same incomplete tearing issue. There was no reported patient harm or consequence." Associated complaints: 9680794-2024-01004, 9680794-2024-01005 and 9680794-2024-01003.

Manufacturer narrative:
(B)(4). UDI not available as the lot# was not provided by the customer.